Event description:
About three weeks after performing a primary total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), the surgeon swapped out the patient's acetabular linear component for a new one due to an infection from a pervious surgery.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation has been performed with regard to this event. The patient's infection was stated to have originated from an additional surgery, unrelated to the makoplasty tha. Mako disposables undergo a validated gamma sterilization process before use, are labeled for single use only, and are tested for ability to withstand extreme environmental and distribution conditions. Mako reusable instrument designs are verified for ability to be disinfected and sterilized between procedures. Validated disinfection and sterilization procedures are provided for customers in 203855 rev 06 makoplasty total hip application instrument cleaning and sterilization guide. The rio sterile draping procedure validation is documented and training is provided to hospital personnel on draping procedure. Other sterile procedures are controlled by hospital staff, and are not documented in mako protocols or user procedures. At this time, there is no evidence that the infection was caused by any mako components nor due to the makoplasty procedure, as documented.